Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient was experiencing a lot of pulsation at the right side of their vagina and wanted to know if this was normal. This had just started the day of the call. They confirmed therapy seemed to be helping by 50% or better, but then stated they were also feeling soreness on the right hand side of the vagina since they woke up from surgery. They had been thinking it was just sore due to catheterizing (no allegation related to device/therapy). They were walked through turning stimulation down from 2.1 volts to 1.8 volts. They were not sure if the soreness had disappeared but they were not feeling the pulsating as much anymore. They planned to continue to monitor to see if decreasing helped the soreness but still managed symptoms by 50%.